Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1; date of submission: 11/01/2016. The device has been returned and evaluated by product analysis on 10/10/2016 with the following findings. During investigation, the battery compartment was cracked near the top, below the bumper pad, and between the bumper pad and the top. A leak test was performed and failed due to a leak in the battery compartment. Evidence of moisture corrosion was only found in the battery compartment.